Event description:
The following was reported to davol by the patient: it has been alleged that on (B)(6) 2011 the patient underwent a laparoscopic cholecystectomy (gallbladder) procedure. The patient alleged that during the procedure it was discovered that she had multiple hernias (umbilical/pelvic) and at that time was implanted with bard/davol flat mesh. The patient alleged that after the surgery she had bowel issues and was later diagnosed with c-difficile. The patient alleges that 6 months ago she began to experience pain, a CT scan was ordered and showed the mesh was in the correct location. She alleged that her doctor told her that it is possible that the mesh may be adhered to her small bowel. The patient has attempted to contact her implanting surgeon, who has since retired. She is currently looking to be seen by a specialist. Patient claims that pain increases over the course of the day with activity and she cannot bike or exercise.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional information, including but not limited to, medical records which documented the issues reported, relevant tests including dates and laboratory data, and operative reports. The patient alleges that the mesh may have become adhered to her bowel, adhesion is a known possible adverse event listed in the IFU. Based on the information provided the mesh remains implanted. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.